Event description:
The user facility reported via vigilance report that during a patient procedure the handle to their exact cold snare "broke into pieces". The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
The lot number provided within the vigilance report does not match a lot number for the exacto cold snare device that is manufactured by steris endoscopy. The user facility stated that the exacto cold snare was discarded following the reported event and is not available for evaluation. Without the return of the exacto cold snare subject of the reported event, the lot number cannot be confirmed, and a root cause cannot be determined. The instructions for use states: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. The following conditions may cause the device to not function properly: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris contacted the customer's steris distributor to obtain additional event information. A follow-up report will be submitted should additional information become available. No additional issues have been reported.